Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, functional and visual inspection of the returned device was conducted during the investigation. One arndt endobronchial blocker set was returned for evaluation. Visual exam noted no visible defects to the manifold. Both proximal and distal balloon bonds were secure. Functional testing was conducted by inflating and submerging the device. The balloon was found to be free of leaks and the customer report of asymmetrical balloon inflation was confirmed. There is no requirement in final inspection regarding the shape or degree of asymmetric inflation. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
Customer reported that a patient underwent a planned esophagectomy for an esophageal repair. An arndt endobronchial blocker set was used to selectively block one lung during the procedure. The device was set within the main bronchus of the right lung and reportedly failed to inflate evenly. The event allegedly caused an impression / indentation of the lung tissue ( bronchus) with localized capillary bleeding. No intervention was needed to alleviate the impression or to control the capillary ooze.

Manufacturer narrative:
The event is currently under investigation.

Event description:
During a esophagectomy on a (B)(6) female patient, while the balloon was inflating, the device failed to inflate evenly to isolate one lung which resulted in an impression and subsequent bleeding of part of airway in main stem bronchus, right side. The patient did not require any additional procedures due to this occurrence.